Event description:
It was reported that the cartridge was leaking from the septum. Reportedly, the customer filled the cartridge on the pump. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Tandem technical support educated the customer to fill the cartridge prior to loading onto the pump.